Event description:
It was reported that during the procedure, the generator rec'd a solid tone while activating. A second instrument was tried and the instrument passed the pre-run test and continued to activate, but later gave a solid tone. The case was then finished with electrocautery with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that device was rec'd with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). In addition, the tissue pad was melted and partially missing. This damage occurs when the instrument is activated without tissue present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.